Manufacturer narrative:
The complaint of catheter breakage is confirmed. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. At this time, the mechanism of damage is undetermined. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported it that there was a complete fracture involving the white catheter in 24 hours after implantation.